Event description:
The technician alleged that the brake caster is not holding. No patient impact.

Manufacturer narrative:
The technician replaced the left foot brake steer caster to resolve the issue.